Event description:
During the procedure, the tip of the reamer flared out. The surgeon used an instrument to close the tip and removed the reamer. A larger implant was used to complete the case. The surgery was delayed 30- to 45 minutes but no adverse consequences with the patient were reported as a result of event. Lot number provided by customer (65499) is not a valid arthrex lot number. Attempt to contact hospital for the correct lot number was unsuccessful. This device is used for treatment.

Manufacturer narrative:
Evaluation determined the tip of the coring reamer is flared out and has several cracks running down the tube. The inner portion of the tube has gouges indicating the reamer (placed over collared pin) was forced against the collared pin when being drilled into the bone (excessive angular force applied). The collared pin was not returned for evaluation. Surgical technique instructs: "the appropriate diameter coring reamer is introduced over the collared pin and gently drilled until the reamer exits the tibia." Product dfu warns, "excessive drilling force in conjunction with any angulation changes of the drill during reaming may result in coring reamer deviation or failure of the device." Event was attributed to misuse.